Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery intermittently depleted quickly, and subsequently the pump shutdown. Reportedly, the customer experienced an elevated blood glucose (bg) of 589 mg/dl and high ketones. A correction bolus was delivered to address bg. The customer continued to use the pump for insulin therapy.